Manufacturer narrative:
The lead was discarded by the hospital and will not be returned for analysis. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that the helix on this (ra) lead broke as a result of overturning during a procedure to reposition the device. No additional adverse patient effects were reported.